Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device implant procedure. During the procedure, it was noted that the novel right ventricular lead's helix failed to be extended and could not be implanted. The procedure was completed using an alternate lead on (B)(6) 2020. The patient was stable.